Manufacturer narrative:
Investigation: the customer indicated on the medwatch form that packed red blood cells and the continuous mononuclear cell (cmnc) collection set were used for concomitant medical treatment for a car-t cell therapy. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported on a medwatch forn that a patient had a fever post central line placement during prime of an continuous mononuclear cell (cmnc) collection procedure for acar-t cell therapy. The customer alleged on the form that serious injury occurred and the event outcome resulted in hospitalization. The customer chose not to include patient identifying information in the medwatch report. Follow-up with the customer regarding the incident, machine serial number, lot information, and patient information cannot be performed as they have chosen to not disclose their identity toterumo bct. The continuous mononuclear cell (cmnc) collection is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: there was no customer information, serial number or lot information provided for this record. Therefore, no run data file (rdf) analysis could be performed. Per the therapeutic apheresis handbook: a physician's reference, 2nd edition, overall patient reactions may occur in approximately 4.8% of procedures. Of these reactions, most were mild and well tolerated. The most common reaction was fever (7.7%). Root cause: based on the risk assessment, clinical findings, and investigation, the root cause of the patient reaction and need for medical intervention is inconclusive. Possible causes include but are not limited to:- the patient's disease state- the patient's sensitivity to the cmnc procedure- the patient's possible reaction to donor's rbcs used to prime the set.